Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the instrument broke during tapping. The handle was deformed. The k-wire has a small geometry that allows for instruments to slide over the k-wire and be guided into the correct trajectory within the wound. As a result, as excessive force (i.e. Axial force, torsional force) is applied during tapping, it may have caused an increased stress concentration at the connection point between the handle and the k-wire and ultimately resulted in the breakage. Conclusion: the possible root cause of the reported issue may be related to excessive force applied during tapping to prepare the screw pathway.

Event description:
It was reported that the k wire broke off in patient pedicel while using tap to prepare hole for screw.

Event description:
It was reported that the k wire broke off in patient pedicel while using tap to prepare hole for screw.